Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Company representative reported via e-mail that the customer was called and she reported having air bubbles in the reservoir. It was stated that she cleared the bubbles but they reappeared the next day so she changed the reservoir. Blood glucose value is unknown. Troubleshooting was not performed. The product will not be returned for analysis.